Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings in the device. Additional observations: voids observed in the gel. Wear abrasion observed in the device. Crease fold observed in the device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: unable to observe any openings through the photos provided. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted.